Event description:
It was reported that the right ventricular (rv) lead was exhibiting high pacing impedance and high threshold. The rv lead was extracted and replaced. The patient was in stable condition with no adverse health consequences.